Event description:
It was reported that the patient was in afib (atrial fibrillation) and has irregular ventricular conduction. The right ventricular (rv) lead had varying r-wave measurements in bipolar, capture thresholds vary, and the capture is inconsistent even at high outputs. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568-53 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).